Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a smartablate generator and suffered a second degree burn requiring no medical or surgical intervention. One (1) day post-procedure, while still in the hospital, the patient complained of back pain. Upon inspection, a skin burn and blister were observed where the grounding pad had been located during the ablation procedure. The (B)(4) non-rem polyhesive patient return electrode patch (e53010249x, expires 11/17) was used during the procedure. The patch was placed on patient left flank as close to the heart as possible. Upon opening the package, conductive gel on the indifferent electrode was present and moist. The patient contact area and indifferent electrode patch were properly prepared per the patch instructions for use. Upon placement of the patch, it appeared to be in complete contact with the skin. There were no issues reported with the ablation catheter. There were no error codes observed on the generator. Settings during the event include: power maximum 30 watts, impedance maximum 180 ohms, total ablation time 55 min, total ablation applications 14, minimum ablation time 87 seconds, and maximum ablation time 999 seconds. The patient was reported to be in stable condition. The patient did not require extended hospitalization as a result of this event and was discharged from the hospital the same day. The patient outcome is unchanged. The patient will follow up with physician at a future appointment. Since it might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. (B)(4). It was reported that a (B)(6) year old female patient underwent an ablation procedure for atrial fibrillation with a smartablate generator and suffered a second degree burn requiring no medical or surgical intervention. One (1) day post-procedure, while still in the hospital, the patient complained of back pain. Upon inspection, a skin burn and blister were observed where the grounding pad had been located during the ablation procedure. The covidien valleylab non-rem polyhesive patient return electrode patch (e53010249x, expires 11/2017) was used during the procedure. The patch was placed on patient left flank as close to the heart as possible. The patient was reported to be in stable condition. The patient did not require extended hospitalization as a result of this event and was discharged from the hospital the same day. The patient outcome is unchanged. The patient will follow up with physician at a future appointment. The repair follow-up was performed and the device was not shipped for service. Service was declined. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint was unable to be confirmed.